Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, three proglide devices had the suture detached from the needles with the knot loose. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture malposition indicating the device was pulled out with the knot formed. Lot history report and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.